Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the profile of the markerbands and the tip section of the device. A longitudinal balloon tear was identified 6mm distal to the proximal touchup. The tear measured approximately 32mm in length. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous cephalic vein in the right upper arm. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation and was initially inflated at 10 atmospheres. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous cephalic vein in the right upper arm. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation and was initially inflated at 10 atmospheres. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).